Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high control test results and was also concerned with high blood glucose test results. The customer is concerned with control test result obtained prior to call of 59 mg/dl and from blood glucose test results obtained of 129, 123, 150 and 132 mg/dl. Control test performed during the call produced test result of 62 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 98 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 12/27/2020 and open vial date is 07/27/2019. The meter memory was reviewed for previous test result history (customer could not see date/time correctly): (B)(6).

Manufacturer narrative:
(Manufacturer narrative t, corrected data f) corrected sections as of (B)(6) 2019: d10: device available for evaluation was changed from no to yes. Internal report (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high control test results and was also concerned with high blood glucose test results. The customer is concerned with control test result obtained prior to call of 59 mg/dl and from blood glucose test results obtained of 129, 123, 150 and 132 mg/dl. Control test performed during the call produced test result of 62 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 98 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 12/27/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history (customer could not see date/time correctly): result 1: 129mg/dl date: (B)(6) 2008 time: 07:12am fasting, result 2: 123mg/dl date: (B)(6) 2008 time: 11:49pm fasting, result 3: 150mg/dl date:(B)(6) 2008 time: 10:16pm fasting , result 4: 132mg/dl date: (B)(6) 2008 time: 08:10pm fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high control test results and was also concerned with high blood glucose test results. The customer is concerned with control test result obtained prior to call of 59 mg/dl and from blood glucose test results obtained of 129, 123, 150 and 132 mg/dl. Control test performed during the call produced test result of 62 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 98 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 12/27/2020 and open vial date is 07/27/2019. The meter memory was reviewed for previous test result history (customer could not see date/time correctly): result 1: 129mg/dl, date: (B)(6) 2008, time: 07:12am, fasting; result 2: 123mg/dl, date: (B)(6) 2008, time: 11:49pm, fasting; result 3: 150mg/dl, date: (B)(6) 2008, time: 10:16pm, fasting; result 4: 132mg/dl, date: (B)(6) 2008, time: 08:10pm, fasting. Result 5: n/a.